Event description:
As reported by user facility, during a laparoscopic cholecystectomy on (B)(6) 2016, "specimen bag broke at the tether while trying to remove specimen." This report is being filed as a serious injury due to laparoscopic procedure converted to open due to device breakage. To date no additional information has been received regarding this event or patient's current status. This report is being filed based on the potential for injury with recurrence. The complaint sample was disposed of by the user facility. The legal manufacturer, unimax medical systems, inc., is responsible for the investigation and regulatory reporting per agreement with conmed corporation.